Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. (B)(4).

Event description:
It was reported that, during surgery of nail removal (planned surgery), when removing's the lag screw, the tip of the two (2) meta-tan lag screw driver were broken. Device inside the patient. Pieces fell inside the patient and it is unknown if/how the pieces were extracted. The procedure was completed using a s+n back-up device. Surgery was 30 min delayed. Patient was not harmed. No further information is available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device was found to be fractured along the tip, rendering the device inoperative. The device's fractured component was returned as well. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. The clinical/medical evaluation concluded that it has not been reported whether the broken tips of the two (2) meta-tan lag screwdriver and the pieces of the broken screw extractor size 1, were retrieved from inside of the patient. No clinically relevant supporting documentation was provided for review. Therefore, the root cause of the reported breakages could not be determined. These devices are comprised of stainless steel, and they are manufactured and intended as externally communicating devices and are not approved for long-term internal tissue exposure and long-term implantation data is not available. According to the report, the surgeon completed the surgery using a s&n back-up device with a 30-minute surgical delay. Although it was reported the patient was unharmed, if the broken pieces were retained, their location inside of the patient¿s body is unknown. Consequently, we cannot make any conclusions on the impact of the non-implantable foreign bodies to the patient. However, we cannot rule the possibility of local irritation, micro-motion/migration, tissue inflammation, and/or pain as potential side effects to the patient if any portion of the devices was retained. Therefore, no further medical assessment can be rendered at this time. Should any additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could be corroborated as the device shows signs of damage/wear. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.